Event description:
It was reported to boston scientific corporation that a maxforce biliary balloon was used in the papilla of vater during an endoscopic balloon dilation (ebd) procedure performed on (B)(6) 2021. During the procedure, the balloon was poorly pressurized while dilating the papilla. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon detached/separated.

Manufacturer narrative:
(B)(4). The returned maxforce biliary balloon device was analyzed and a visual evaluation noted that the catheter was stretched and the balloon was not returned; it was detached. No other problems with the returned device were noted. The reported event of balloon failure to inflate could not be confirmed because the balloon was not returned for analysis. Additionally, it was observed that the catheter was returned stretched. It is possible that handling and manipulation of the device during the procedure could lead to stretching of the catheter. Also, it is possible that during removal of the device or after the procedure, the balloon could detach from the catheter. Therefore the most probable root cause is "adverse event related to procedure." A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.